Event description:
It was reported that the patient developed a system infection and was hospitalized for the infection and heart failure. The patient recovered and was discharged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data and no anomalies found. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.